Event description:
Per the clinic, the patient experienced poor hearing performance from activation. Patient decides to explant the implant by her own will & decision. The device was explanted on (B)(6) 2022. It is unknown if there are plans to re-implant the patient with another device.

Manufacturer narrative:
This report is submitted on december 23, 2022

Manufacturer narrative:
Correction: the date of report is december 02, 2022, not november 28, 2022 as previously reported. This report is submitted on march 24, 2023.